Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed . The device was visually inspected and the following was observed: a curvature was noted on the sheath and the introducer. The liner was circumferentially delaminated and bunched approximately 2'' in length from the distal tip. The liner was expanded and tip was opened as designed. The c-marker band was present on the liner. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint sheath liner delamination was confirmed based on the evaluation of the returned device and image . However, no manufacturing non-conformances were identified. A review of the DHR, lot history, and complaint histor y did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficienci es. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''the delivery system was then removed with difficulty but without visible damage to the balloon or delivery system. As per his practice, the physician attempted to re-insert the dilator into the sheath, but was unable to completely advance it. Under fluoroscopy and later upon visual inspection, it was determined that the soft expandable portion of the sheath had become separated from the hard plastic portion and intussuscepted upon itself.'' It is possible that during delivery system withdrawal, it can catch onto the liner causing it to delaminate during delivery system withdrawal. As withdrawal difficulty was experienced, it is also possible that excessive manipulation was used and exasperated the interaction between the delivery system and the sheath, further contributing to the liner delamination and bunching. As such, available information suggests that procedural facto rs (withdrawal difficulty, excessive manipulation) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar /pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, the esheath was inserted successfully. The commander system was prepped and delivered through the sheath without complication. Due to the significant nature of the leaflet calcium, excess torque on the delivery system was required to advance the 26mm sapien 3 ultra resilia valve across the native valve. After multiple catheter manipulations and flexing/unflexing of the delivery system, the valve was successfully crossed and deployed without issue. The delivery system was then removed with difficulty but without visible damage to the balloon or delivery system. As per his practice, the physician attempted to re-insert the dilator into the sheath, but was unable to completely advance it. Under fluoroscopy and later upon visual inspection, it was determined that the soft expandable portion of the sheath had become separated from the hard plastic portion and intussuscepted upon itself. The sheath was removed as a whole without difficulty and the patient's vessel remained intact. Hemostasis was achieved with 2 perclose sutures. No perceived harm was done to the patient. Per photos provided, the esheath liner was delaminated.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.